Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-mar-2022, (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had good efficacy for 1-2 months then lost the efficacy because the lead had migrated. There were no known falls that could be related to the issue. Reported diagnostics preformed included and x-ray and an impedance check that found no lead damage. As an action taken, the ins and lead were reported to have been replaced on (B)(6) 2018 (note: manufacturer¿s device registry showed the devices were replaced on (B)(6) 2018). The issue was reported as resolved and the patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.